Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose levels of 47 mg/dl. The customer treated by eating food. The customer reported that he was off the insulin pump and was treating by manual insulin injections. The customer also reported a broken clip on the insulin pump. No add'l info was provided.